Event description:
A malfunction with the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the issue was resolved without recurrence. The customer was advised to continue using the pump but to contact support again if the malfunction reoccurred.